Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2009. Subsequently, the patient was revised on (B)(6), 2011, due to pain, immobility of the hip, pseudotumors, and inflammation around the prosthesis. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". Number one states, "material sensitivity reactions". This is MDR one of two (1825034-2011-00901) for this event. This report submitted (B)(6), 2011.